Manufacturer narrative:
This case was assessed as reportable to the FDA as the injection site ischemia, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse, lot number a00141790, was normal, no nonconformance reports, corrective/preventive actions related to this lot and no similar events were noted.

Event description:
This spontaneous report was received from a spanish physician and concerns a 50-year-old female patient. The patient was injected with radiesse 1.5 ml into the zygomatic arch, mandibular angle, lateral to the chin, the marionette line (off label use of device), into the middle and lower third, on 27-nov-2024 at 14:00. Batch number was reported as a00141790 (expiry date: 23-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141790 (expiry date: 23-oct-2025). A lot search in the global safety database was conducted. It was ambiguously reported that a total dose was 1.5 ml. First entry point with a 25g needle in the zygomatic arch, the physician accessed the dermis with a 25g cannula and performed 10 retrotractions of 0.1 ml of the dilution in a fan. Second entry point in mandibular angle, same procedure. Third entry point at approximately 2 cm lateral to the chin, to treat the marionette line, where the physician performed 3 retrotractation of 0.05 ml each. The physician did not go beyond the marionette line to not create weight, as reported. The dilution performed was 1:1 (1.5 ml of radiesse 1.5 ml and 1.5 ml of lidocaine 2%) (product preparation issue, off label use of device). The patient was concomitantly injected with botulinum toxin, on 27-nov-2024 at 14:00. The patients medical history included a surgery for cervical tumor (conization), in summer (as reported). She had no chemo or radiotherapy or pharmacological treatments at the time of the report. Concomitant medication included escitalopram. She was previously injected with toxin, hyaluronic acids and radiesse, for several years, with satisfactory results. She had a permanent product on her lip. On 27-nov-2024, after the radiesse 1.5 ml injection, the patient experienced some swelling in the middle third, hardly any bleeding, no other signs such as erythema, pain, itching, whitening, or livedo. On 27-nov-2024 at 17:00, she returned with signs of ischemia in the nasal region, with a bluish color and cold to the touch. She also presented delayed capillary filling of the area. There were no other signs of direct ischemia or compression, the area of the marionette line, nasolabial fold and lips were well perfused and with normal color. The physician started the protocol for vascular compression and injected 750 units of hyaluronidase (diluted in 1 ml of saline solution) in the right marionette area and 750 in the left. The physician massaged vigorously. The nose improved in coloration and capillary filling was adequate. The patient had pain, burning and swelling in the marionette area. The patient was reassured, prescribed adiro (100 mg/7 days) and reviewed in a few hours. The possibility of prescribing corticosteroids for inflammation was discussed. On 27-nov-2024, 2 hours later, the patient returned to the office, visibly affected in mood, she was worried about the inflammation. She was reassured, explored again and everything evolved favorably. She was given the telephone number to contact her later. On 27-nov-2024 at around 21:00, the patient contacted the physician to tell them that the area of her nose was cold and bluish again. She was called to the office. On 27-nov-2024 at 21:30 the physician saw her. She was still worried about the swelling and everything continued with good evolution, there were no symptoms or signs of ischemia, the nose was normally colored and with correct capillary filling. Even so, the nose was massaged with topical nitroglycerin (rectogesic) and the physician gave her the cream to put it on the next day. On 28-nov-2024 (reported as thursdays 28th) in the morning, the physician contacted her, and everything was going well, the inflammation went down, and the nose was well perfused and normally colored. She referred to taking ibuprofen for the pain. On 29-nov-2024, the patient was in perfect condition. The outcome of the event ischemia was reported as resolved on 29-nov-2024. Due to the provided information, the outcome of the event hardly any bleeding was considered as resolved, in november 2024. Follow-up information was received on 03-dec-2024: the patient was injected with radiesse 1.5 ml, for sagging and flaccidity. The patient did not have any complications following cosmetic injections in the past. The patient remained in perfect condition. Everything was solved on the spot due to the physicians hyaluronidase infiltration. It was injected into the chin area presenting the adverse event into the nose with slow capillary filling and low temperature in the area, so the action was the correct one. The case was resolved. The outcome of events remained unchanged. In the opinion of the reporter, it was unknown whether the events were related to radiesse 1.5 ml, or the injection procedure, or both (changed from reasonable possibility/suspected), also treatment was necessary to prevent life-threatening disease or permanent damage.